Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave pulsed field ablation catheter was analyzed. Visual inspection found no outer abnormalities were observed. No luer detachment were observed on the device and no foreign material is observed on the luer, shaft or slider. Functional testing was performed, and a guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation line was tested using the syringe and it was noted that flushing was functional in all deployment states.

Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure, the farawave pulsed field ablation catheter could not be flushed through the flush port. There appeared to be white spots on the flush port plastic. The catheter was replaced, and the procedure was completed successfully. There were no patient complications. The catheter was received for analysis.

Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure, the farawave pulsed field ablation catheter could not be flushed through the flush port. There appeared to be white spots on the flush port plastic. The catheter was replaced, and the procedure was completed successfully. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.